Manufacturer narrative:
Vyaire medical file identification: (B)(4). D4: device was manufactured in 2009 and was not subject to UDI requirements. H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that on (B)(6) 2024, the rt staff were getting recurring alarms (high pip, low pip, low vt, low ve, circuit disconnect) throughout the day. At around 0850 on (B)(6) , the patient was removed from the device due to coding. They were able to revive the patient and placed on a different device. After coding, they did not see the same alarms occurring on the new device. Rt staff had tried swapping out circuits on (B)(6) to resolve the alarms without success.